Event description:
It was reported that a pump exhibited force sensor error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional tests were performed. The left plunger case was broken. Event history log (ehl) showed force sensor test error. Force sensor test error was found at power up process and failed reading of force sensor; broken screw boss and the whole force sensor assembly was found misaligned due to pump been mishandled by customer. This root cause was a result of the customer's physical damage to the device. Actions were taken to mitigate the reported issues: replaced left plunger case and reassembled the force sensor assembly; performed power up process and all functional tests passed.